Manufacturer narrative:
Addendum (10-29-14), additional information indicated that there were no kinks or other damages noted prior to inserting the product the product into the patient. The powerflex pro prepped normally, maintaining negative pressure). The contrast media used in unknown. The contrast to saline ratio was 50:50. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon catheter was removed intact from the patient. Complaint conclusion: during a percutaneous transluminal angioplasty to the subclavian vein, it was reported that a powerflex pro was delivered to and inflated at the lesion, however, it ruptured before nominal pressure during its initial-dilation. Therefore it was removed from the patient and another new powerflex pro (same size) was used. The procedure finished successfully and there was no patient injury. The rate of stenosis was 90%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging. The lesion had been crossed with an unknown guidewire. There were no kinks or other damages noted prior to inserting the product the product into the patient. The powerflex pro prepped normally, maintaining negative pressure. The contrast media used is unknown. The contrast to saline ratio was 50:50. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon catheter was removed intact from the patient. The device was not returned for analysis. The DHR noted no anomalies related to the nature of the complaint. The reported balloon burst was not confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review, vessel (90% stenosis) characteristics may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggests a design or manufacturing related issue; therefore, no corrective action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty to the subclavian vein, it was reported that a powerflex pro was delivered to and inflated at the lesion, however, it ruptured before nominal pressure during its initial-dilation. Therefore it was removed from the patient and another new powerflex pro (same size) was used. The procedure finished successfully and there was no patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging. The lesion had been crossed with an unknown guidewire. The rate of stenosis was 90%. The product will not be returned for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.